Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that probably after 6 months of implant date pt stopped using therapy for it would shock their brain when they threw up. Pt wanted to know MRI eligibility with no equipment present. Pt also stated that they wanted to get ins removed for they don't use therapy for they also weigh (B)(6) pounds. The ins sticks out of their back which causes pain when laying on floor for they stated they're too skinny. Pt mentioned that they were in a really bad car accident two months ago and cannot get the MRI done on their knee because of their ins. The patient was redirected to their healthcare provider to further address the issue. Pt is currently in (B)(6) and hasn't seen any health care provider (hcp) regarding ins. Patient services (pss) offered to send pt physician listings and pt accepted.